Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation occurred. When inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium they met resistance. The sheath was replaced with a preface sheath and the procedure was continued. The resistance occurred when they were trying to put the dilator into the sheath. The hemostatic valve broke. There was no occlusion when irrigating the sheath. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium was narrowed and the dilator was not able to be moved through the sheath. The dilator was not stuck on the sheath. The hemostasis valve (gasket) did not break into two or more separate pieces. This event occurred prior to putting the sheath in body. The issue of resistance with the sheath is not considered to be an MDR reportable malfunction since interference or friction between devices is a known occurrence and an increased potential for patient injury is remote.

Manufacturer narrative:
On (B)(6) 2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #:(B)(6).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium and a hemostatic valve separation occurred. When inserting the dilator into the carto vizigo¿ 8.5f bi-directional guiding sheath ¿medium they met resistance. The sheath was replaced with a preface sheath and the procedure was continued. The resistance occurred when they were trying to put the dilator into the sheath. The hemostatic valve broke. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside the hub of the vizigo sheath. A dilator was introduced with the hemostatic valve dislodged and resistance was found. Then the hemostatic valve was taken off the hub and the dilator was introduced again and no resistance was found. A microscopic examination in the hemostatic valve surface showed evidence of damage to the outer diameter. A device history record was performed and no internal actions related to the reported complaint were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).